Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was being inserted into the patient's eye and about half way, the lens got stuck in the cartridge. The surgeon was able to remove the lens with no patient injury. The surgeon used a new lens of the same model and diopter. In follow-up, it was reported that the lens was partially inserted into the patient's eye and partially stuck in the cartridge. The cartridge and lens was removed during the same procedure. A new lens was used and successfully completed the procedure. There was no incision enlargement or vitrectomy performed. Patient is doing well post-operatively.

Manufacturer narrative:
Preloaded insertion system with lens was returned to the manufacturer for evaluation. The return sample was visually inspected. The plunger component was observed in fully advance position. The preloaded insertion system was visually inspected under a microscope. The lens was observed stuck between the cartridge tube and cartridge tip with the pushrod adhered to the jammed lens. Part of the lens was observed out of the cartridge tip. Scarce amount of viscoelastic residues were also observed inside the device. The reported complaint of a stuck in cartridge was verified. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions, warnings and precautions for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.